Manufacturer narrative:
.

Event description:
It was reported the pt was experiencing stimulation in the wrong location. It was indicated that in order for the stimulation to help with the pain it needed to be returned up so high it became painful. The pt had foot fusion surgery 10 days after the device was implanted. The symptoms began following that procedure. Reprogramming was attempted on multiple occasions. Impedance checks were within normal limits. An x-ray indicated the leads had fallen from t8 to l1. Add'l info received indicated the pt was flipping the ipg to dislodge the lead. The ipg was then tucked down where the pt could not flip it. The pt then kept pulling on the anchor to dislodge from the back. The lead was pulled loose from the anchor. The pt experienced no stimulation.